Manufacturer narrative:
No conclusions can be made since the product was not returned to dmta and limited information was provided by the customer in reference to the complaint event.

Event description:
"Customer request the hlfdbxs200c fiber was opened prior to the case and found the fiber was broken. Sales rep patrick called in to report that prior to the case they opened the package for the hlfdbxs200c fiber and the item was broken. Customer did not use this item in the case and grabbed another to use in the case. No patient involvement with this fiber. Item will be shipped back for evaluation."

Manufacturer narrative:
Update as devices returned after complaint closure: analysis of the fiber revealed a fiber broken into two pieces that otherwise appeared unused. It was noted by the customer that the fiber was noticed to be broken out of the box. During the evaluation, the fiber did not break when tested on the bend radius test fixture, and when re-stripped and cleaved the fiber transmitted laser energy within dmta specification. The successful transmission of laser energy indicates that if not broken, the fiber would have operated according to specification. Since each fiber is 100% tested immediately prior to final packaging during the manufacturing processes, it is very unlikely that the fiber was final packaged in the broken condition noted during complaint product evaluation. In addition to confirming the part and lot number of the fiber, the rfid scan also verified that this fiber was power tested as required and met the established dornier power output specifications during production on (B)(6) 2018. If the fiber would have been broken during manufacturing, fiber power testing (and rfid logging of successful power testing) would not have been possible. It is unknown how the was fiber was broken between packaging and shipment of the product to the customer. Fiber likely inadvertently broken due to user mishandling.

Event description:
"Customer request the hlfdbxs200c fiber was opened prior to the case and found the fiber was broken. Sales rep patrick called in to report that prior to the case they opened the package for the hlfdbxs200c fiber and the item was broken. Customer did not use this item in the case and grabbed another to use in the case. No patient involvement with this fiber. Item will be shipped back for evaluation."